Event description:
It was reported that device separation occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. While the device was outside the patient, the device separated. The image disappeared while moving the telescope section and a kink was noted in the proximal side of the distal shaft. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device separation occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. While the device was outside the patient, the image disappeared while moving the telescope section and a kink was noted in the proximal side of the distal shaft. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed imaging core windup with a broken drive shaft beginning 25 cm from the distal end of the connector shaft, and that the sheath was kinked, stretched, and detached. There were no damages or failures observed on the catheter code pcba board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.